Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an supra ventricular tachycardia (svt) origin inappropriately withheld therapy for the patient's ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Tachyarrhythmia detection parameters were adjusted.